Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Event description:
Corporate product surveillance (cps) received a report from a home patient (hp) on (B)(6) 2011 that he has been resuming therapy successfully except that the other night during his drain he had a leak in his patient extension line. There was a small pin hole in the line and he noticed it dripping out. He ended therapy and started over with new supplies. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.